Manufacturer narrative:
Analysis of the lead (B)(4) found that the lead appeared to be kinked due to the stylet being kinked at 12.1 cm, 13.0 cm, 16.9 cm and 27.8 cm from the proximal end. There were no anomalies with the lead. Analysis of the neu_stylet_acc found that the stylet was kinked at 12.1 cm, 13.0 cm, 16.9 cm and 27.8 cm from the proximal end. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative (rep) indicated that the event occurred during the patient¿s trial. They stated that they are not sure if there was truly a kink in the lead or not, but the physician just believed there could be. The rep indicated that they would send the lead back. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) and manufacturing representative (rep) regarding a patient's implantable neurostimulator (ins). Information was reported that there was a small kink in the lead. The doctor requested a new lead, and new lead was given to the doctor. The bent lead was never implanted. The issue was resolved at the time of the report. No further complications were reported. No patient symptoms were reported.